Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, no insulin was seen exiting the tubing during fill tubing. The supplies were changed to address the event. Blood glucose was over 600 mg/dl which was addressed with a bolus via the pump and a manual injection.